Manufacturer narrative:
This incident was discovered by conmed corporation through a maude database search. The maude report stated that the report was sent to the manufacturer; however, this is conmed's initial awareness of this event. It is also reported in the maude report that the device is available for evaluation; however, with the limited information in the maude report the facility is not identified and conmed does not have any information regarding the end-user facility and/or who to contact regarding the return of the device for conmed's evaluation. Conmed is filing this report for although it has been reported by the end-user as not an adverse event, it is unknown if the suspect insulation that "sheared off" fell into the peritoneal cavity of the patient. It is also unknown that if the insulation did fall into the peritoneal cavity of the patient was it retrieved by the end-user? A supplemental report will be filed on completion of the quality engineering investigation. Device never received from end-user.

Manufacturer narrative:
This incident was discovered by conmed corporation through a maude database search - report number (B)(4). DHR/lhr, device history record/lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. There were no ncr's, non-conforming reports, in the DHR record. A 24-month review of the customer complaint history for this product catalog number showed no previous similar complaints regarding insulation issues or bent shaft. No device was available for evaluation. Without examination of the actual device, the failure mode cannot be confirmed and root cause cannot be determined. Possible causes are: the instrument may have been removed from the trocar at a severe angle which damaged the insulation and bent the shaft, or the shaft was damaged during cleaning and sterilization by the end user. The dfu, directions for use, mitigates this issue by stating, "inspect the shaft insulation for dents, breaks, or damage before and after each use. If nicked or damaged, do not use. Failure of observe this precaution may result in injury or electrical shock to the patient or operating room personnel when the instrument is used with an electrosurgical unit." The complaint investigation did not identify any manufacturing or product defects, and, there is no significant trend for this failure mode; therefore, no corrective action will be taken at this time. Conmed is considering this complaint closed.

Event description:
It was reported in a maude adverse event report, "detachatip metz scissor shaft insulation sheared off during use, shaft bent." The end-user reported this as a malfunction (product problem report) and not as an adverse event so conmed is assuming that there was no patient injury involved with this incident. User-facility report number : (B)(4).